Event description:
Complaint description: an office medical assistant reported that two patients alleged symptoms of chills and fever approximately two to three days post cystoscopy; one patient complained of problems (not specified) the day of the procedure. Since patients are treated routinely with antibiotics following cystoscopy examinations, the two ill patients were advised to continue the antibiotic regimen. Both patients were examined with a cyf-3 cystoscope. The assistant explained that specimens obtained from the two patients during follow up examinations were negative; the scope was not cultured.